Event description:
Pt reports they were assembling their hizentra 20% pfs [4gm total] infusion equipment last night (B)(6) 2025 and inserted the needles when they noticed it was leaking out of a needle site. Pt then noticed liquid was leaking either from the needle set or versarate tubing. Pt reports that they walked into their kitchen to get a paper towel and as they returned, they noticed blood on the floor. Pt reports their foot was bleeding and there was a fiberglass like particulate in addition to the hizentra liquid that leaked from the line and cut their foot pt believes the particulate is from either the versarate or the needle set, not the hizentra liquid because it was fine when they were transferring it. Pt reports this happened within the first 5 minutes after starting the hizentra infusion and they did not finish the infusion. Pt reports they looked at the equipment again today and there is more of the fiberglass particulate. The defective product lot numbers are unk. Pt states they do have another hizentra dose on hand to infuse so they are not without med. Rph advised that the pharmacy will send a replacement for the missed hizentra dose and equipment and a return box for disposal. Rph also advised the pt to let their md know about the incident. No further info, details, or dates available. Reported to cvs/caremark by pt/caregiver. Ref report: mw5167837.